Manufacturer narrative:
Insulin pump received with pump error 68, pump error 49 and pump error 23 after battery insertion, detailed trace analysis confirmed power error alarm 25 was triggered and pump error 75 alarm during self-test due to disconnected internal battery connector on electrical component. Unable to performed displacement, rewind, prime/seating and basic occlusion due to disconnected internal battery. After properly connecting the internal battery connector on electrical component, insulin pump was monitored and functioned properly. Unit received cracked retainer tube lip and scratched case. No damage noted on lcd glass or screen. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 25 and had a cracked screen. Customer's blood glucose was unknown. It was advised that insulin pump would be replaced.